Event description:
The patient was intubated with a 3.5 cuffed ett on in mid-(B)(6). Four days later, an air leak was noted. The cuff was re-inflated, and less than 1 minute later, the cuff was noted to be deflated again.